Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. It was also reported that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 216 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm, number ramping, or scroll bar anomaly was noted on the display. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip and cracked battery tube threads.